Event description:
During an atrial fibrillation ablation procedure using a viewflex xtra ice catheter, the tip of the catheter fractured. The viewflex xtra ice catheter was inserted through an unknown introducer into the right atrium. It was noted on fluoroscopy the tip of the catheter was bent and appeared to have a crack at the tapered portion of the tip. The device was removed from the pt and the procedure was completed with no adverse consequences to the pt.